Event description:
It was reported the customer had a crack on their insulin pump. Customer stated the crack was located by the battery compartment of their insulin pump. The customer's blood glucose was 49 mg/dl. Customer treated their blood glucose with food. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked case at display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.